Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix functioned without anomaly and was not bent.

Event description:
It was reported that pre-operative the lead's helix did not work. It was noted that it required twenty-eight turns clockwise for the helix to come out and then it was not straight. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.